Event description:
It was reported that during preparation prior to the procedure the 20/30 indeflator was selected; however, the three-way stop cock was noted to have a crack and a leak at the hub when saline was injected. This indeflator was not used and was replaced for another 20/30 indeflator, which was able to be used for the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.